Event description:
The healthcare professional (hcp) reported they weren't familiar with the device and indicated that a manufacturer representative was supposed to meet the patient on the day of the report to discuss removal of the device because it wasn't working for the patient. It was stated that the patient told them that the battery wasn't charging. The patient was implanted for spinal pain.

Event description:
Patient reported that they had been trying to have the ins removed for the past five years. The ins had been dead for over five years and nobody was willing to remove the ins. Pt was tired of the pain that the ins was causing them. Pt stated that they were only 140-something pounds and six feet tall, so they didn't have much fat on their body. The ins was between their pelvic bone and rib cage and it hurt. Pt called hcp, however hcp didn't "mess with" the devices anymore. Pss offered to e-mail the pt a physician locator listing/pt accepted. When asked for the event date, pt stated that about 2017 the ins went dead and wouldn't take a charge; pt stated that they had called and someone said that they would get back to them, howeverno one got back to them; pt stated that in 2018 their house burnt down and the equipment was lost, so they only had the ins in their back left.

Manufacturer narrative:
H6: previously reported patient code c76143 is no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.